Event description:
Product analysis for the generator was approved. There were no performance, or any other type of adverse conditions found with the pulse generator. No other relevant information has been received to date.

Manufacturer narrative:
D9. Device available for evaluation? Corrected information: sup MDR inadvertently omitted. Information known prior to submission.

Event description:
It was reported that the patient was scheduled for a full revision. It was unknown if this is in relation to the pain or for the impedance values that are within normal limits. Follow-up with the surgeon revealed that the patient was scheduled for a full revision due to this pain & the impedance value that is within normal limits. A full revision occurred as scheduled. The explanted products have not been received by the manufacturer to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or "malfunctions". These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was later reoirted that the generator and lead were received by the manufacturer. The lead had successfully underwent product analysis in which no anomalies were located. The suspect product analysis has not been completed to date. No other relevant information has been received to date.